Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple "change cartridge error" messages with multiple cartridges during the load process. Customer's blood glucose level was 235 mg/dl. Reportedly, customer will obtain an insulin pen to address blood glucose levels and for continued insulin therapy.